Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and system board needs replaced to address the issue. The software was also updated. The manufacturer received additional information that the product investigation lab (pil) is unable to confirm the alleged failure of the system board. Visual inspection found no defects. Pil reviewed the original device error log, and no errors were found. Pil installed the suspect component into the pil ventilator test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly. Moreover, product investigation lab (pil) is unable to confirm the complaint of internal and detachable battery. No defects were found. This issue is caused when the customer performs a device software upgrade, but never confirms the upgrade on the device screen when prompted. No sleep events take place on the device after the software upgrade, which in turn cause the start/stop latch not to be reset. This results in a load on the internal and detachable batteries causing them to discharge to the perm fail threshold. This in turn generates an error.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and system board needs replaced to address the issue. The software was also updated.